Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had front panel emergency lamp indicator being lit when the unit is powered on. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. Technical assistance center (tac) provided remote troubleshooting and advised the customer not to use the device until it resolved. Tac identified the exam lamp as the likely cause, provided the part number of the replacement part and transferred the customer-to-customer care for ordering. Troubleshooting was not able to resolve the reported malfunction. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.